Event description:
Patient reported right side "current allergan devices were replacing other devices that have seroma event term code". Right side. The device has been explanted and replaced.

Event description:
Patient reported right side "current allergan devices were replacing other devices that have seroma event term code". Manufacturer is unknown. Right side. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code 4: f2203. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.